Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device and secured the connector. The se updated the software to it's current revision. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator alarmed with a fault message and entered back up ventilation. Although requested, additional information has not been provided.